Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program (psp) concerned a (B)(6) female patient. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via reusable pen (humapen ergo burgundy), three times a day, for the treatment of diabetes mellitus beginning in 2012. On unspecified date, time to onset unknown, her blood glucose was high (no values provided) due to this she was hospitalized. Dates of hospitalization or further details were not provided. Additionally on unspecified date in 2016 her humapen had leakage problem after injection and after used for a period, insulin could not be pushed out after she changed needles and cartridge, the injection button could not be pressed (lot 1106b03 product complaint 3719616). Additionally in (B)(6) 2016 she felt it was too troublesome to inject insulin lispro protamine suspension 75%/ insulin lispro 25%, due to this her physician changed therapy to insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) 10 units twice daily. No further details were provided. Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% was discontinued in (B)(6) 2016 and insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The user of the device and his/ her training status was not provided. The device model and suspect duration of use was about four years. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related with insulin lispro protamine suspension 75%/ insulin lispro 25% and for the humapen did not provide an assessment of relatedness. Update 22jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 04-aug-2016: upon review, pc number added in narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: the female patient reported insulin leaked from the humapen luxura device after the needle was removed from the skin. After changing to a new needle and a new cartridge, the injection button could not be pushed down. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch 1106b03, manufactured june 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical trends with regard to device not working, dose accuracy or leaking after injection from device. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program (psp) concerned a (B)(6) female patient. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via reusable pen (humapen luxura burgundy), three times a day, for the treatment of diabetes mellitus beginning in 2012. On unspecified date, time to onset unknown, her blood glucose was high (no values provided) due to this she was hospitalized. Dates of hospitalization or further details were not provided. Additionally on unspecified date in 2016 her humapen luxura had leakage problem after injection and after used for a period, insulin could not be pushed out after she changed needles and cartridge, the injection button could not be pressed (lot 1106b03 product complaint [pc] (B)(4)). Additionally in (B)(6) 2016 she felt it was too troublesome to inject insulin lispro protamine suspension 75%/ insulin lispro 25%, due to this her physician changed therapy to insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) 10 units twice daily. No further details were provided. Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% was discontinued in (B)(6) 2016 and insulin lispro protamine suspension 50%/ insulin lispro 50% was continued. The user of the device and his/ her training status was not provided. The device model and suspect duration of use of the hp luxura burgundy was about four years. The device was not returned. The reporting consumer did not know if the events were related with insulin lispro protamine suspension 75%/ insulin lispro 25% and for the humapen luxura did not provide an assessment of relatedness. Update 22jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 04-aug-2016: upon review, pc number added in narrative. Update 15-aug-2016: pc (B)(4) was received from affiliate on 19-jul-2016. Upon reviewed the device was recoded from hp ergo to hp luxura burgundy. Updated narrative with information. Update 15-aug-2016: additional information received on 15-aug-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.